Event description:
Reporter alleged obtaining the results of 514 mg/dl and 194 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2010 the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on the same day. On (B)(6) 2010 the patient began remedial therapy with fortum (1 gm, daily, ip) and vancomycin (1gm, once in 72 hours, ip). Pd therapy was ongoing as well as remedial therapy with fortum and vancomycin continued. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It was unknown if the peritonitis was resolved. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.